Event description:
During a patient use, it was reported that the operators pressed the lead button to access the paddles lead but the device failed to switch from lead ii. The user reconnected the device to the patient via the therapy cable and quik-combo defibrillation electrodes. The user disconnected and reconnected the therapy cable but the issue persisted for approximately 1- 2 minutes. Thereafter, the user power cycled the device and was able to access the paddles lead and deliver three defibrillation shocks to the patient. The customer indicated that CPR was in progress while the operator trouble shot the issue. The patient was not resuscitated. The customer informed that the device issue did not affect the patient outcome or compromised the patient care. There were no further details on the event or the patient provided.

Manufacturer narrative:
Physio-control evaluated the device event record and observed that it did not detect the paddles lead before power cycle. However, physio-control was unable to duplicate the reported problem. Physio observed proper device operation through functional and performance testing and returned it to the customer for use. A conclusive cause of the reported problem could not be determined. Physio-control evaluated the device event record and observed that the device powered on in lead ii and was switched to paddles lead after 48 seconds of detecting the initial ECG rhythm. Physio-control was unable to duplicate the reported problem. Physio observed proper device operation through functional and performance testing and returned it to the customer for use. A conclusive cause of the reported problem could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device event record and observed that it did not detect the paddles lead before power cycle. However, physio-control was unable to duplicate the reported problem. Physio observed proper device operation through functional and performance testing and returned it to the customer for use. A conclusive cause of the reported problem could not be determined.